Event description:
Boston scientific received information that this patient called patient services (ps) stating he was concerned that his battery might be wearing out, and that he hasn't felt good since the implant. He has been feeling dizzy and had syncope which lead to a fall landing on his face. He was seen in a walk in clinic where he was told his bottom chamber wasn't working properly, and wasn't clear what that meant. Ps advised on expected battery longevity and that he was urged to see his cardiologist. Attempts to gain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigatio